Manufacturer narrative:
We received the equipment from (B)(6) on (B)(4) 2006. We are currently conducting an investigation. We are investigating the repairs performed on the scope by reviewing our processes in order to learn how the rounded wood got in the scopes or why it was left there. Our investigation is still in progress. We have requested confirmation from (B)(6) on the alleged injury to the pt.

Event description:
It was reported to us that when md attempted biopsy an approx 3" long slender piece of rounded wood with a broken tip on one end and smooth on the other end, came out of the scope. It was retrieved by the md. We have received 2 reports, one stating the pt was injured and the other docs not say that the pt was injured. We are currently trying to ascertain the pt injury.